Event description:
Handpiece stopped working during the case and would not cut.no response from the manufacturer as of yet to evaluation of handpiece. Per their request we tested the cables, switched out the cables, tested the consoles, brought in new consoles and it did not resolve the issue.